Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 200 mg/dl, 300 mg/dl and 400 mg/dl all day and night has not eaten in over 24 hours. Customer reported that today the blood glucose is 250 mg/dl when sensor updating. Customer declined troubleshoot for high blood glucose. The pump will not be returned for analysis.